Event description:
It was reported that this electrode exhibited an increase in shock impedance from 85 ohms with the pocket open to 250 ohms when closing the pocket. A micro break in the electrode was suspected. As a result, a different electrode was successfully implanted. No adverse patient effects were reported. Product return is expected.

Event description:
It was reported that this electrode exhibited an increase in shock impedance from 85 ohms with the pocket open to 250 ohms when closing the pocket. A micro break in the electrode was suspected. As a result, a different electrode was successfully implanted. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no anomalies. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited an increase in shock impedance from 85 ohms with the pocket open to 250 ohms when closing the pocket. A micro break in the electrode was suspected. As a result, a different electrode was successfully implanted. No adverse patient effects were reported. Additional information: this product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.